Event description:
It was reported the c10-3v transducer lens was cracking. This was associated with an epiq 7c ultrasound system. There was no patient or user harm associated with this event. The service engineer evaluated the transducer and determined physical wear or accidental mechanical impact caused a fracture. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.